Event description:
It was reported that the device had a cassette not attached error. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. The device has not been serviced in the past. Visual evaluation of this device found missing battery door, scratched lcd lens, bad upstream occlusion (uso) sensor and lifted downstream occlusion (dso) seal. During functional test, alarm "cassette not attached properly, reattached cassette" was alarming when cassette was already inserted correctly, replicating complaint. Uso sensor was not working. Reported problem was caused by damaged uso sensor. Replaced the uso sensor to correct the issue and device passed all functional tests after the repair.